Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the multi-link 8 coronary stent systems instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mid left anterior descending coronary artery with mild tortuosity and mild calcification. A 3.5 x 18 mm multi-link stent delivery system (sds) was advanced to the lesion with resistance from the anatomy; however, the balloon of the sds failed to inflate and the stent was not deployed. Resistance with the anatomy was noted on removal of the sds and force was applied. The procedure was completed with balloon angioplasty of the lesion with a trek balloon dilatation catheter. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.